Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while pushing insulin from the syringe into the cartridge. Reportedly, the customer removed the needle from the cartridge and attempted a push insulin out of the syringe again; however, no insulin was exiting the syringe. The customer was successfully able to complete the load sequence after using a new cartridge, syringe and needle. There was no known impact to the customer's blood glucose.